Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise. The health care professional (hcp) called technical services (ts) for consult review of the stored device data. Upon review, the daily threshold and impedance measurements trend report showed rv lead had a measurement of 71 ohms and was suspected to have triggered a lead safety switch (lss) to unipolar configurations. The hcp plans on eventually replacing the lead. At this time, no intervention was reported. This rv lead remains in service. No adverse patient effects were reported.